Event description:
During routine inspection performed by our distributor in japan, a thin tiny fiber was found on the external side of the graft body. There was no patient injury as the device never reached any hospital.

Manufacturer narrative:
An examination of the complaint device under magnifying glass confirmed the presence of a thin tiny black fiber (approx. 3 mm long) on the external side of the graft body. The identification of the fiber was performed by an outside laboratory using scanning electron microscopy (sem) and x-ray microanalysis. This examination indicates that the fiber shows scales on its surface and that its chemical composition is compatible with keratin. The fiber was identified as a tiny hair, which is a criteria for rejecting the product. This hair should have been evidenced during quality control inspections. This is therefore a human error. All qc personnel will be informed of this incident and will be retrained to the inspection procedures. Moreover, please note that the products are manufactured and packaged in a controlled environment, and gowning/cleaning procedures are implemented in order to prevent foreign contamination.